Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with 0.5 ml of juvéderm vollure¿ xc, with 0.3 ml in the upper lips and 0.2 ml in the lower lip. The patient was pretreated with lidocaine and prilocaine cream and was given a warm compress and arnica gel post-injection. That day, the patient experienced ¿vascular occlusion¿ in the lower lip, with ¿blanching¿ noted centrally. The patient was treated with 2 vials of hylenex that day and another 2 vials 3 hours later, with compress/release for cap refill done in between. A warm saltwater rinse was done, and the patient was given tylenol #3 and hyperbaric oxygen treatment 5 days later. The patient was treated with a total of hylenex 600 units. The event is resolving.